Manufacturer narrative:
(B)(4). The customer returned one 20ga arterial catheter for analysis. This does not match the dimensions for the reported finished good (18gax16cm). Signs of use in the form of biological material were observed inside the distal tip. Suture wings were present on the juncture hub. Visual analysis revealed that the catheter body was severed adjacent to the juncture hub. Microscopic examination confirmed the separation and revealed that the edges of the separation were angled, smooth, and uniform. The appearance of the separation is consistent with contact with a sharp instrument (i.e. Needle bevel). Microscopic examination confirmed the damage. No other defects or anomalies were observed. The point of separation measured 2mm from the juncture hub. The catheter body total length measured 55mm, which is not within the specification limits of 162mm-166mm per the catheter product drawing. The catheter body outer diameter measured 1.25mm, which is within the specification limits of 1.24mm-1.30mm per the catheter extrusion product drawing. The catheter body inner diameter at the point of separation measured .8128mm, which is within the specification limits of 0.8100mm-0.8600mm per the catheter extrusion product drawing. The discrepancy with the returned dimensions supports that either the customer returned the incorrect product or the customer reported the wrong finished good. A device history record review was performed on the reported finished good abd batch, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". The report of a separated catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body was severed adjacent to the juncture hub. The appearance of the points of separation are consistent with damage resulting from the catheter coming into contact with sharps (i.e. Needle bevel). Despite the damage, the sample did not meet the dimensional or visual requirements for the reported finished good which indicates that the customer either returned the incorrect product or the customer reported the incorrect finished good. A device history record review was performed on the reported finished good, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined as it is unknown if the customer reported the wrong finished good, or if they returned the wrong device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2024, the needle came off and therefore needed to be punctured again. Catheter was inserted less than 1 hour before. The catheterdid not allow monitoring or proper readings." The returned catheter was separated in two.associated complaints 3006425876-2024-00758, 3006425876-2024-00691, 3006425876-2024-00690, 3006425876-2024-00689, 3006425876-2024-00688, 3006425876-2024-00687.

Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported that: "on (B)(6) 2024, the needle came off and therefore needed to be punctured again. Catheter was inserted less than 1 hour before. The catheter did not allow monitoring or proper readings." The returned catheter was separated in two. Associated complaints (B)(4).